Manufacturer narrative:
The user reported hospitalization due to fluid overload. The event happened on 8-feb-2025. According to the user, she explained that she previously experienced heart failure and pulmonary hypertension, so her fluids tend to get unbalanced and she has to go to the doctor to drain them.the user had 20 pounds of fluid drained as treatment at the hospital. The user wasn't prescribed medication.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.this event was not related to the use of eversense continuous glucose monitoring system.

Event description:
Senseonics was made aware of an incident where user reported hospitalization due to fluid overload.the event happened on 8-feb-2025.according to the user, she explained that she previously experienced heart failure and pulmonary hypertension, so her fluids tend to get unbalanced and she has to go to the doctor to drain them.the user had 20 pounds of fluid drained as treatment at the hospital. The user wasn't prescribed medication.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.this event was not related to the use of eversense continuous glucose monitoring system.